Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The fsr replaced the main printed circuit board assembly (pcba) and calibrated and tested the device. The device meets manufacturer's specifications. The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), for evaluation. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "vent inop." There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component confirmed, but was unable to duplicate the reported issue. The evaluation isolated the issue to solenoid failure.